Manufacturer narrative:
Method: risk assessment; results: visual, dimensional and functional analysis could not be performed as the device remains implanted. No catalog and lot # was provided, so a manufacturing record review could not be performed. Conclusion: no product related issue was reported via this event. This is an inquiry on whether a surgeon can shave the implanted cage mechanically. Company's representative contacted the surgeon and advised to not alter the cage.

Event description:
It was reported that; "I have 2 cages interfused on my spine l4-l5 3 months ago. But one of it seems to have protruded slightly ( about 1 mm) that seems to touch the nerve. My doctor offers to shave the protruded portion off. Can it be done mechanically ?"

Event description:
It was reported that; "I have 2 cages interfused on my spine l4-l5 3 months ago. But one of it seems to have protruded slightly ( about 1 mm) that seems to touch the nerve. My doctor offers to shave the protruded portion off. Can it be done mechanically ?"